Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is in regards to a surgical technique document; therefore, no product information is relevant or applicable. Device associated with event.

Event description:
During a review of the oxford partial knee microplasty instrumentation surgical technique, document number b010005.4 rev 111511, the surgeon noted a typo in the second paragraph on page 12. The word "lateral" should have been "medial". It was further noted that the dialog on that page was not reflected accurately in the figures. The product associate manager of knees marketing and the development engineer were notified of the discrepancies. There was no patient involvement and no associated delay of a procedure as a result of this event.